Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the bifurcated stent graft, aneurysm enlargement of 8 mm and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. There was suboptimal position of the bifurcated stent at implant (twisted bifurcation) requiring a femoral-to-femoral bypass 4 months post index. This may have contributed to the reported event but could not conclusively be determined. Revision of previously placed graft-cautionary product usage. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent; a thrombosed right limb and twisted bifurcation were noted at implant. Approximately four (4) months post initial procedure, an occluded right limb and twisted distal portion of the bifurcation was detected with claudication of the right leg. Fem-fem bypass was completed in february 2019. The clinical assessment of this event confirmed that stenosis of the left aorto-iliac junction and a type ii endoleak were also present at the time of the reported event. This event was previously reported under MDR # 2031527-2018-00846. Now, approximately six (6) years post initial procedure, the patient was found to have a type 3b endoleak and sac growth. The physician elected to reline the originally implanted stent grafts with a (non-endologix) gore device to resolve this event. The final patient status was reported as stable, and the patient went home.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.